Event description:
Covidien reports via e-mail that customer states, "the connecting tube came loose from the syringe tip causing the tip of the syringe to crack." The product was being used in cardiac cath, 10ml/sec rate for 10ml volume. It was connected to a bard high pressure tubing (being returned for inspection) and a cordis 6fr catheter.

Manufacturer narrative:
Manufacturer report: root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA was initiated to address the reported complaint.